Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was stable before, during and post procedure.